Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 7107881. Customer states that there was something that looks like a band inside the barrel of the syringe. The returned syringe was examined and exhibited dark rings around the outer surface of the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely scale print ink. (B)(4) was initiated to address such issues at this time. A review of the device history record was completed for batch# 7107881. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200695068, 200693505, 200694466, 200694513] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: possible root causes include: damage to the pad. Pad heat set incorrectly. Print head timing out of adjustment. (B)(4) was initiated to address such issues at this time. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with foreign matter. There was no report of injury or further medical intervention.